Event description:
It was reported that a patient had a break in aseptic technique further described as the patient made a mistake during peritoneal dialysis (pd) therapy, which caused peritonitis. On the same date, the patient was hospitalized for an unknown indication. On an unreported date, the patient was treated with cefazolin, 1gm, ceftazidime, 1gm in each bag intraperitoneally (ip) for peritonitis. At the time of this report, the peritonitis was resolving, the patient was recovering. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.